Event description:
Complainant alleged that the medics were attending an obese pt. The first responders had shocked the pt into an asystole heart rhythm. Upon the medics arrival on the scene, they applied their device and stat pads multi-function electrodes to the pt. They put the device in defibrillation mode in preparation for shocking the pt, and attempted to monitor the pt's heart rhythm, but the device displayed a "poor pad contact" message. The complainant indicated that CPR was performed on the pt subsequent to the stat pads multi-function electrodes being applied, and was continued throughout the call. The medics applied a fresh set of pads to the pt, and were able to monitor the pt. The complainant indicated that the pt subsequently expired, but the complainant indicated that the pt outcome was not a result of the reported malfunction, as the pt never reverted to a shockable heart rhythm. The complainant was unable to supply the lot number of the stat pad multi-function electrodes that were used in the event, as both the electrodes and electrode packaging was inadvertently discarded subsequent to the event. Although the complainant did not indicate that chest compressions were performed over the pads during CPR, there is a possiblity that there may have been performed over the pads. Performing chest compressions on the pads may cause damage to the electrodes. Please reference the attached copy of the stat pads multi-function electrode package insert, which warns the user: "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns." The complainant indicated that the device would not be returning to zoll for evaluation.